Event description:
The technician reported the nurse call does not function. The bed was located on the 9th floor of the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).

Manufacturer narrative:
Upon investigation, the technician found the communication cable is not properly connected to the bed. The communication cable was not making good contact with the bed. The device referenced in this report is over 12 months old and according to the recommended preventive maintenance schedule at least one pm should be performed every 12 months. Therefore, the acceptance criteria, based on the DHR, were determined to be acceptable at the time the device was released. Given the time which has elapsed, the alleged failure of the device would not be related to any issue which occurred during the manufacturing process. The technician reinstalled the communication cable to resolve the issue. Based on this information, no further action is required.